Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with blood glucose reaching 476 mg/dl by fingerstick, while continuous glucose monitor (cgm) reported ¿high,¿ despite multiple infusion set and supply changes and no observed leaks or site issues. Tubing drop test showed flow and therapy was resumed, and calibration of the cgm was performed. Symptoms included hyperglycemia. Outcomes included stabilization of glucose after troubleshooting and education. Investigation included user troubleshooting guidance, including supply changes, tubing flow verification, sensor calibration, and recommendation to change infusion site. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.